Event description:
Event description guidant received information that this implantable pacemaker (ipm) could not be interrogated two hours post-implant. They were able to rule out emi as the cause by successfully interrogating another device held over the patient's chest.